Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Log files were reviewed and analyzed. Sensor is found in state 8. No abnormalities were observed with the sensors data. Issue was not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced hypoglycemia and had loss of consciousness. The customer was unable to self-treat and was treated by paramedics who administered glucose (intravenously) and sugar water for the diagnosis of hypoglycemia. No additional treatment or medication was reported. There was no report of death or permanent injury associated with this event.